Event description:
It was reported that during a total robotic hysterectomy procedure, a small, black silicone sheet was noticed on the patient's bowel. It was removed from the patient and identified as part of the seal to the 12mm trocars used during the procedure. A further search was done and no other parts of the trocars were found inside the patient. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: a d12lt device was returned for analysis in good visual condition; the obturator was not received. A bag with a part of the seal from the universal seal was returned inside a bag. Upon visual inspection, the holes were the seal is assembled were noted to be ripped. The damages found were caused by a dragging force that was applied while inserting an instrument through the trocar. No incident related to the reported event was observed during the batch record review.